Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead and intermittent undersensing was noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.